Manufacturer narrative:
Examination of the returned product confirmed the reported event. The investigation could not draw any conclusions about the reported event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Femoral fracture occurred vertically from intercondylar when the device was hammered in the intercondylar. Bone holding forceps were used to keep the femoral bone throughout the surgery, the surgery prolonged 20 mins. Bone cement was used for the surgery though it was planned to use cementless implants initially. The pt condition was good after the surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.